Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "system powered off was confirmed by field service engineer and subsequently confirmed in the dchu testing and inspection process. According to the work order (wo) (B)(4). The field service engineer (fse) troubleshot the aio system and identified that the monitor was not powering on, the monitor was completely inoperative. The fse replaced the all-in-one unit, after the repair, the system functioned as intended. During dchu visual inspection: p/n 155004-02 "aio pcap touch 15" boe lcd panel medbank": minor dirt was found on the screen, consistent with normal use. The part was received in good condition; no anomalies were observed on the display or exterior surfaces. During dchu testing: p/n 155004: during testing, the medbank panel powered on and then shut down after a few seconds. The test was repeated multiple times; however, the panel consistently powered off shortly after power-up, which confirmed that the aio panel was faulty. No further testing was required. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d). Root cause: after investigation, it was determined that the root cause of the reported "system powered off" complaint was attributed to a faulty aio panel assembly. The panel consistently powered down shortly after startup, preventing system operation.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, had power issues as per part investigation, it was that determined that "system powered off" complaint was attributed to a faulty aio panel assembly, which consistently powered down shortly after startup, preventing normal system operation there were no adverse events or injuries reported based on this event.